Event description:
It was reported that during a follow-up loss of capture was noted. The lead was repositioned and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.